Event description:
Per the clinic, the patient experienced dizziness and poor performance due to the electrode positioned different than intended. Subsequently, the device was explanted on (b)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The Device Analysis Report attached.